Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one conductor wire was broken at the yaw pulley exit. The conductor wire was detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. Failure analysis investigation also found that the yaw pulley was broken and missing a .142 x .043 piece opposite the conductor wire break, allowing the grip to move within the pulley and have a larger range of motion in yaw. It was concluded that the broken yaw pulley damage was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that during the reprocessing of a da vinci pk dissecting forceps instrument, a snapped wire was identified. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.